Event description:
A customer observed non-reproducible trop I results on multiple draws for a single patient. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that calibration and qc results were as expected. Datalogger analysis did not reveal condition codes that would indicate a possible analyzer issue. The root cause is unknown.